Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery with moderate tortuosity. Pre-dilatation was performed and the 2.5 x 23 mm promus stent delivery system was advanced; however, the device could not cross to the lesion. During removal, the stent strut met resistance with the tip of the guiding catheter, and it was observed that the proximal stent struts were flared. A new promus stent was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the lesion during retraction, damaging the strut, and contributing to the difficulty removing the stent delivery system (sds) through the guiding catheter during retraction. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.